Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker displayed a red screen on the programmer, where this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The allegation was not confirmed. The review of memory noted no suspicious fault codes or resets. The device communicated with the programmer, there was no fault code declared.

Event description:
It was reported that this pacemaker displayed a red screen on the programmer, where this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement.